Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. It was reported that the vessel size was less than 6mm in size, which represents a warning in the duett pro instructions for use. Following the deployment, the patient experienced pain, pallor and an arterial occlusion was confirmed. Treatment consisted of a fogarty thrombectomy and successfully resolved the event with no further complications.